Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer (B)(6) reported an individual with false positive results. Individual tested on (B)(6) 2022 with the cue covid-19 test for home and over the counter (otc) use and received a positive result (cartridge sn (B)(4), lot no. 20850k, reader serial no. (B)(4)) followed by a negative result. Individual took a pcr test but did not provide the results (test date and brand of pcr test unspecified).